Event description:
Reportable based on device analysis completed on 31may2022. It was reported that deployment failure occurred. The 2.50 x 12mm synergy xd drug-eluting stent advanced to treat the target lesion but no pressure was applied and the stent failed to deploy. The procedure was completed with another synergy xd stent. There were no patient complications. However, device analysis revealed a shaft fracture.

Manufacturer narrative:
The synergy xd mr us 2.50 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break at the wire exchange port. The device was soaked overnight in a water-bath. A recommended 0.0140 guidewire was loaded via the distal tip without issue. The device was connected to an encore inflation device. Positive pressure was applied to rated burst pressure to inflate the device. The balloon failed to inflate and inflation medium was identified to be leaking from the fracture in the shaft polymer extrusion. The device could not hold pressure. No other issues were identified during analysis.